Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event as a result of exposure to the product which was administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event, which is one of two events for the same patient. The associated MFR report numbers that capture the death event for this patient are 1225714-2013-01576 and 1225714-2013-01577. A follow-up report will be submitted upon receipt of any additional information.